Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated that they feel there may be an issue with charging the implantable neurostimulator (ins) and it didn't seem that the ins was charging. It was reported that the patient felt "off" about two weeks ago and last wednesday the patient tried to stand but was having issues and couldn't do it. They attempted to charge and had issues and finally tried again on monday ((B)(6) 2022) and they were able to get the ins charged and the patient was able to stand back up again. The caller didn't have a lot of information as to how the charging sessions are going or what specifics are happening but she will continue to monitor and reach out as needs arise.